Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. H6 - results - 3211 deformation problem is based off the investigation results of the returned sample; 213 no device problem found is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based off the investigation results of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, guidewire, carrier tube assembly, and arteriotomy locator were returned. The arteriotomy locator was found to be mated with the hemostasis sheath. Some dents were identified on the locator. The blood inlet holes were checked and dried blood-like substances were noted. No other visual anomalies were noted. Functional testing was conducted, the arteriotomy locator was removed and re-inserted into the hemostasis sheath. The arteriotomy locator was clicked and locked into the hemostasis sheath as intended and a clear tactile snap was audible. No issue was noted during functional testing. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that pre-operative handling of the device could lead to seen deformation due to flexible nature of plastic. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used on the patient; see MDR no. 3013394970-2019-01003 for the first device and MDR no. 3013394970-2019-01024 for the third device reported that was used on the same patient.

Event description:
The user facility reported that they the angio-seal device 2-part sheath did not lock together. There was no harm to the patient. Additional information was received 19december2019: vascular surgeon made the puncture then deployed the device straight down. He advised that the issue occurred before inserting the dilator (the step where you get the blood flashback in the dilator). They could not hear a click and the angio-seal felt loose as if it was not connecting properly. The type of procedure performed was a antegrade angio stent and balloon. The sheath size was 6fr. A second angio-seal was used to complete the case. The patient was fine. The procedure outcome was fine. The blood loss was nothing above expected for the case.